Event description:
It was reported that the touch display shattered. The cardiohelp was exchanged during treatment to a rotaflow. No harm to any person has been reported. Complaint ID#(B)(4).

Manufacturer narrative:
A getinge technician will investigate the device. A follow-up emdr will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the touch display shattered and the cardiohelp was exchanged. The failure occurred during treatment. No harm to the patient was reported. A getinge service technician (fst) was sent for investigation and repair on 2022-06-01. The cardiohelp user interface hardware update set was replaced. De installation of the touch panel creating more cracks to the touch and therefore pictures were provided before the repair. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The provided pictures showing the screen crack. The damage / crack indicates the influence of an external impact with a blunt object on the middle of the touch panel. The device history record (DHR) of the cardiohelp was reviewed on 2022-04-28. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (cardiohelp system, chapter 5.6.1 check before every application) the touch screen has to be checked before use. According to instruction for use, chapter 2.3 the cardiohelp-I has degree of protection according to iec 60529 of ipx1 (no protection against splash water). For patient transport the use of the protection cover is required. Based on the results the reported failure "touch screen shattered" could be confirmed as to be damaged by external forces most probably, but it is no product related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).